Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found reported noise and high impedance were confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported noise and high impedance could not be determined. (B)(4).

Event description:
It was reported that a patient received inappropriate shock. The device interrogation revealed high impedance and noise on the ventricular lead. Blood was observed within the connector pin and loose connection. The device was explanted and replaced. The patient is doing fine.